Event description:
On 12/9/97, when the nurse administrator was contacted regarding a previous complaint reported in august, the following info was rec'd. In 8/97, an incident of a loose header was detected during prime. This incident occured with an mca 200 dialyzer. Dialyzer was not used; therefore no pt contact occurred. Dialyzer was discarded.